Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement ot the reporting criteria going forward. Evaluation description included. The complaint could not be verified. Normal oils continuity and normal insulation resistance was measure for the returned part. Since the entire lead was not returned, a complete analysis could not be performed. The lead was cut in the field.

Event description:
It was reported that the physician detected high pacing on the rv lead. The lead was replaced and partially returned for investigation.